Event description:
The rotator of the h3rrc broke during a left ventriculogram procedure. Inject condition: flow- 9ml / sec, volume - 27ml. No harm or injury was reported.

Manufacturer narrative:
Device eval - one suspect device was returned for eval. The device was examined visually and the complaint was confirmed. A review of the device history record did not reveal any exception documents. Complaint database review found one similar rga for this lot number. The rotator was separated at the bond between the collar and the housing. Similar devices underwent various testing protocols to determine root cause(s). The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. The device history record was reviewed, the complaint database was reviewed.